Manufacturer narrative:
(B)(4).

Event description:
The pump was refilled. Within 2 hours of refill procedure, the pt was comatose. The pt was taken to the ER (emergency room). The pt responded to narcan administration. Troubleshooting options including stopping the pump and emptying the reservoir were considered. The type of pump medication was not reported. Additional information has been requested, but was not available as of the date of this report.